Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/16/2019. Device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appeared clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Potential cause: a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor psr reference number (B)(4). Reason for device explant and/or reoperation: ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 325cc mentor memory gel breast implants experienced bilateral ptosis and left sided rupture accompanied by pain post procedure. The rupture was confirmed with mammography and upon explant. As a result, bilateral prosthesis replacement with 225cc mentor memory gel breast implants was performed. This report contains supplemental information for mentor psr reference number (B)(4). On 9/23/2019 this report was found to be a duplicate of (B)(4). This report relates to the right prosthesis. See 1645337-2019-21799 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).